Manufacturer narrative:
The technician found the internal wire break in the siderail ucm cables. The technician replaced both cables to repair the bed.

Event description:
Information received indicates there are no bed functions from the siderails when in the down position.